Event description:
End-user reports the insulin syringe with lot number 55062a is not drawing the insulin up and some of the syringe plungers must be used with force.

Manufacturer narrative:
Initial trend analysis for lot 55062a was conducted, no malfunctions were found. This is the only complaint for lot 55062a. Further investigation will be conducted to determine the root cause of complaint.

Manufacturer narrative:
A reserved lot test of syringe lot number 55062a was conducted to test the cannula clogging and the plunger slip function, both tests resulted in no malfunciton being found. To prevent a reoccuring complaint of both the cannula clogging and plunger slipping, training and education of syringe assembly workers will be progressed.

Event description:
End-user reports the insulin syringe with lot number 55062a is not drawing the insulin up and some of the syringe plungers must be used with force.